Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown. The battery indicator doesn't show less than 2 bars. The customer was advised to insert a new battery. The customer was advised that we will ship a replacement battery cap. The customer reported via phone call that the insulin pump is not recording the bolus histories. The customer was advised to run a bolus in the air and the pump did not record her bolus. The customer was advised to run a self-test and it passed. The customer was advised that we replacing the pump.

Manufacturer narrative:
The insulin pump was received with currents in specifications. No unexpected low battery. The insulin pump was program with several bolus unit and all boluses were properly recorded on the bolus history screen. An alarm was noted in alarm history screen due to corrupted history file. Unable to download to carelink pro due to corrupted history screen. No history anomaly noted. The insulin pump had minor scratched lcd window, cracked case near display window corner, broken belt clip slot and cracked reservoir tube lip.